Manufacturer narrative:
The subject device was returned to olympus medical systems corp. For evaluation. In the evaluation, the reported phenomenon was not duplicated when thermal load using cool water and a heater was repeatedly added to the distal end of the subject device. However, the endoscopic image disappeared after one hour aging test. Based on past similar case and the test results, it was surmised that the cause of the reported abnormal endoscopic image was not the ccd (image) unit at the distal end but the malfunction at the electric board within the video connector of the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the malfunction of the electric board could not be determined.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified surgery using the subject device, the endoscopic image of the subject device was disturbed and the user facility had to change the subject device with another but similar device.there was no report of patient injury associated with the event.